Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have meter issues. Customer mentioned that he was found unresponsive by the ems. Customer had low blood glucose. Customer's blood glucose ranged from 35 mg/dl to 400 mg/dl. Customer was unable to troubleshoot due to him being legally blind. Customer will not be returning the device for analysis.